Event description:
It was reported that there was an error 1720 that appeared during installation, and this was an out of box failure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5 additional information updated. H3, h6 device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
There was additional information provided on the event. This was not an out of box failure product.